Event description:
The customer stated that the insulin pump alarmed button error. Troubleshooting was performed and the no buttons were responding. The reported blood glucose reading was 187 mg/dl. The customer was advised to go to the nearest hospital for treatment since she didn't have a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.